Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Event description:
Echotip acucore¿ endoscopic ultrasound (eus) biopsy needle post-market clinical study- krishna vemulapalli, 2024. The majority of patients underwent an outpatient procedure (75.8%, 25/33) and with monitored anesthesia care (78.8%, 26/33). Two of the 33 patients had multiple sites sampled with information available on 34 lesions currently. Among one of these 2 patients a new acucore needle was used to sample the second lesion. For the other patient, the same needle was used with the reason given as the principal investigator (pi) indicating no need for needle change. Total endoscope use time was on average 28.1 minutes (range, 12-66 minutes). A little more than half the patients (51.5%, 17/33) had additional procedures performed during the index biopsy procedure. Eight patients underwent esophagogastroduodenoscopy (egd), 7 patients underwent endoscopic retrograde cholangiopancreatography (ercp), 1 patient had a gastric biopsy, and 1 patient was indicated to have a celiac hemolysis (most likely celiac plexus neurolysis; clinical site being queried to confirm). Among the 34 lesions with available information, 25 lesions were indicated as extramural lesions (24 lesions as pancreatic masses and 1 lesion as porta hepatis), 5 lesions were lymph nodes (4 porta hepatis and 1 perigastric), 2 lesions were submucosal lesions (both in the stomach) and 1 lesion each were intraperitoneal masses (liver) or other (peri-rectal mass). All 34 lesions were previously confirmed or suspected malignancies. The average lesion length was 5.8 cm (n=32) and lesion width was 5.3 cm (n=31). Six lesions among 6 patients were in a location difficult to access. Slow pull sampling technique was the most commonly used (82.4%, 28/34 lesions) followed by standard suction (17.6%, 6/34 lesions) and wet suction (14.7%, 5/34). Only 2 of the 34 lesions (5.9%) required 5 or more needle passes. A little more than half the patients (51.5%, 17/33) had additional procedures performed during the index biopsy procedure. 1 patient was indicated to have a celiac hemolysis (most likely celiac plexus neurolysis). This file has been opened for 1 patient experiencing off label use. As per clinical input ¿it seems like the acucore needle was used to delivery a neurolysis agent, which will be considered an off-label use.¿ as per ifu0136-3 "this device is used with an ultrasound endoscope for fine needle biopsy (fnb), of submucosal and extramural lesions, mediastinal masses, lymph nodes and intraperitoneal masses within or adjacent to the gastrointestinal tract."

Manufacturer narrative:
PMA/510(k) # k230909. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 26-mar-2025.

Manufacturer narrative:
Device evaluation the device evaluation of the echo-bx-3-22 device could not be completed as the device or photographic evidence of the device was not returned for evaluation. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: as per the instructions for use, ifu0136, which informs the user about the intended use of the device ¿this device is used with an ultrasound endoscope for fine needle biopsy (fnb), of submucosal and extramural lesions, mediastinal masses, lymph nodes, and intraperitoneal masses within or adjacent to the gastrointestinal tract.¿ as per the instructions for use, ifu0136, which informs the user about the indications for use of the device ¿the device is indicated for ultrasound guided tissue sampling of submucosal and extramural lesions, mediastinal masses, lymph nodes, and intraperitoneal masses within or adjacent to the gastrointestinal tract, which is used for subsequent pathological examination to aid in disease diagnosis and patient management.¿ there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0136). Image review an image was not returned for evaluation. Root cause review a definitive root cause can be attributed to the abnormal use of the device. From the information available, acucore needle was being used to deliver a neurolysis agent, which will be considered an off-label use, as confirmed by our medical advisor. As previously mentioned, the intended use section of the IFU (ifu0136) states " this device is used with an ultrasound endoscope for fine needle biopsy (fnb), of submucosal and extramural lesions, mediastinal masses, lymph nodes, and intraperitoneal masses within or adjacent to the gastrointestinal tract.¿ and indications for use section states ¿the device is indicated for ultrasound guided tissue sampling of submucosal and extramural lesions, mediastinal masses, lymph nodes, and intraperitoneal masses within or adjacent to the gastrointestinal tract, which is used for subsequent pathological examination to aid in disease diagnosis and patient management.¿ the user has not complied with the requirements of the IFU with respect to the intended use, indications for use or contraindications of the device. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Summary complaint is confirmed based on the customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events. Investigation findings conclude that a definitive root cause of abnormal use was determined from the available information.